Manufacturer narrative:
Analysis inspected one opened or used enlite sensor and performed continuity resistance test and sensor failed test.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 135 mg/dl while the sensor glucose reading was 42 mg/dl. The customer was advised that the sensor glucose versus blood glucose difference is not within acceptable range. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer stated that he turned the sensor off and it was not bent. The customer will be sent a replacement sensor.

Manufacturer narrative:
Analysis inspected one opened or used enlite sensor and performed continuity resistance test and sensor failed test.